Event description:
The patient is reportedly experiencing lack of understanding and shocking sensations. Programming adjustments were attempted, however, the issue was not resolved. It was reported that the patient's array was partially inserted during implant surgery. Revision surgery has been scheduled.